Manufacturer narrative:
A review was performed by post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported experiencing drain issues during treatment. The patient remained asymptomatic. The reported drain volume of 4069ml was 203% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.